Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed, which found a leak at the tubing coming off the drip chamber bonded to the 3-y connector. A slight channel was observed within the bond. The complaint of leakage was confirmed. The probable cause is due to a solvent application error during manufacturing in tijuana. No further action was taken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the drip chamber tube had leakage. There was no patient involvement, and there was no patient harm.